Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warming device leaked. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6 - updated one device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The device was leaking on the bottom of the water tank cover. The water tank cover was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.